Event description:
It was reported the patient with this implantable cardioverter defibrillator (ICD) experienced a cardiac arrest event that resulted in loss of consciousness and required cardiopulmonary resuscitation (CPR) and external defibrillation to convert the ventricular tachycardia (vt) episode. The physician suspected that this device battery was depleted and expressed concerns that the device did not deliver therapy during the event, which resulted in the need for external resuscitation measures. This ICD was interrogated in the intensive care unit (ICU) and found to be at end of life (eol) status. Due to neurological deficits, the generator replacement was delayed. Approximately one month after, extensive lead testing and x-ray scan was performed prior to the revision procedure, the right ventricular (rv) lead had no abnormalities, and all lead measurements were within normal limits. The physician decided not to perform a defibrillation threshold (dft) test due to this patient condition. The ICD was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported the patient with this implantable cardioverter defibrillator (ICD) experienced a cardiac arrest event that resulted in loss of consciousness and required cardiopulmonary resuscitation (CPR) and external defibrillation to convert the ventricular tachycardia (vt) episode. The physician suspected that this device battery was depleted and expressed concerns that the device did not deliver therapy during the event, which resulted in the need for external resuscitation measures. This ICD was interrogated in the intensive care unit (ICU) and found to be at end of life (eol) status. Due to neurological deficits, the generator replacement was delayed. Approximately one month after, extensive lead testing and x-ray scan was performed prior to the revision procedure, the right ventricular (rv) lead had no abnormalities, and all lead measurements were within normal limits. The physician decided not to perform a defibrillation threshold (dft) test due to this patient condition. The ICD was successfully explanted and replaced. No additional adverse patient effects were reported. Additional information was received that this ICD was successfully explanted. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. Review of device memory found a shorted lead error had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse would have possibly prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. It was concluded that the damage to the device was a result of shocking into a shorted lead.

Event description:
It was reported the patient with this implantable cardioverter defibrillator (ICD) experienced a cardiac arrest event that resulted in loss of consciousness and required cardiopulmonary resuscitation (CPR) and external defibrillation to convert the ventricular tachycardia (vt) episode. The physician suspected that this device battery was depleted and expressed concerns that the device did not deliver therapy during the event, which resulted in the need for external resuscitation measures. This ICD was interrogated in the intensive care unit (ICU) and found to be at end of life (eol) status. Due to neurological deficits, the generator replacement was delayed. Approximately one month after, extensive lead testing and x-ray scan was performed prior to the revision procedure, the right ventricular (rv) lead had no abnormalities, and all lead measurements were within normal limits. The physician decided not to perform a defibrillation threshold (dft) test due to this patient condition. The ICD was successfully explanted and replaced. No additional adverse patient effects were reported. Additional information was received that this ICD was successfully explanted. No additional adverse patient effects were reported outside the revision procedure.